Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failure alarm was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/or off and increased or decreased volume with the audio feature functioning properly. No audio/vibrate or absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failure alarm and had a audio issue. The customer¿s blood glucose level was 10 mmol/l at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewind. Customer was performed displacement test and the test was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.